Event description:
See initial report.

Manufacturer narrative:
H10: the clamp returned back to manufacturer site for investigation. Upon inspection the clamp was found in close position as reported but when operated it was observed to be working properly and no error messages have been displayed. Based on all the elements currently available, and taking into account the results of a similar complaints database review, it cannot be ruled out that the root cause of the reported event was a faulty communication between the mentioned erc and the related centrifugal pump control panel used. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar events have been reported. Considering the results of the investigation , the returned clamp is fully functioning, therefore a hardware failure of the clamp is ruled out to be the cause of the issue experienced at the account. Based on all the elements currently available, and taking into account the results of a similar complaints database review, it cannot be ruled out that the root cause of the reported event was a faulty communication between the mentioned erc and the related cp5 panel it was being used with. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm was stuck in closed position and would not respond to "open" or "close" function buttons. The issue was identified during maintenance. There was no patient involvement.